Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and increased threshold was observed on the right ventricular channel. The physician alleges lead dislodgement. Additional information was requested but not received. The patient was in stable condition.

Event description:
The lead was explanted and successfully replaced.